Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0lg0n, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-jul-2018, UDI#: (B)(4). Refer to MFR report# 3004209178-2019-14979 for details pertaining to the other system involved with this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins died about 2 weeks ago and to resolve the battery depletion the caller was in a case to replace the ins. During the case, the caller stated the healthcare provider removed the lead from the header of the old ins and attempted to insert it into the new ins and it appeared that the lead was stretched out, like the sheathing came loose. The caller stated that they tested impedances with the new ins and the first time two pairs were short c2 and 1/2. The caller ran impedances at 2v and there were no shorts. The caller stated the ran impedances again and at the time of the call the impedances were showing that no shorts were in the system. The caller was asking if they should replace the lead and was reviewed that it would be something to consider. While on the call, the healthcare provider stated that they were going to leave the system as is and not attempt to replace the lea d. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the short was unknown. The cause of the lead being stretched out was also unknown, and no actions will be taken to resolve the stretched lead. No further patient complications are anticipated or expected as a result of this event.